Event description:
Per the clinic, the patient underwent a skin flap reduction surgery due to poor magnet retention (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.